Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor assemblies were found corroded. The pump failed the leak test. The pump leaked at the display window corners and had a crack on the back of the case. Unable to verify the critical pump error due to the blank display. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a critical insulin pump error alarm. Customer's blood glucose was unknown. Device had a blank display. Customer declined troubleshooting for blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.